Event description:
It was reported to philips that the device was unable to obtain 12 lead. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. While on site per medic/philips contract, performed diagnostics on device. Then performed routine checks (ops check, checking for cables damage, data downloads, check battery pins for wear/damage) of devices on trucks in bay, tracking the results. Upon conclusion of the evaluation, the fse performed diagnostics on device successfully. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device was unable to obtain 12 lead. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. While on site per medic/philips contract, performed diagnostics on device. Then performed routine checks (ops check, checking for cables damage, data downloads, check battery pins for wear/damage) of devices on trucks in bay, tracking the results. Upon conclusion of the evaluation, the fse performed diagnostics on device successfully. The device remains at the customer site and no further evaluation is required at this time.